Event description:
It was reported that prior to a coronary artery stenting procedure, the shaft broke. The lesion and pt details are unk. The site stated that "during unpacking they noticed that there was a kink in the shaft of the stent (already in the plastic-snake). The physician tried to "repair", straighten it but the shaft broke." The catheter was not in the pt. No further details are available at this time.